Manufacturer narrative:
This device failed with the same issue in two events within a day of each other. The events are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is evaluated in the associated medwatch with patient identifier (B)(6). The intermittent image issue is attributed to the defective main circuit board and bi circuit board. This event is under investigation. A supplemental report will be submitted upon any new information being available.

Event description:
As reported for this event by the customer, during preparation for use the device yielded an intermittent image. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the monitor sometimes shows a picture after switching on and more often it does not, due to the main board and the bi board being defective. The specific root cause of the defective main and bi boards could not be determined at this time. The back panel was also found to be broken, however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.